Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
As initially reported by a female consumer on (B)(6) 2018 via telephone that on (B)(6) 2018, she used the contact lens on the left eye (os) for five minutes and experienced eye burning sensation and pain. She visited the ophthalmologist who indicated that the lens caused small lesions in os. The consumer was prescribed with ciprofloxacin plus dexamethasone hydrochloride with unknown treatment modality to treat the adverse event. Symptoms have now resolved. Additional information has been requested but not yet received.

Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received on 30mar2020 via telephone. It was reported that the consumer's entire left eye went red. She was unable to identify the location of the lesion in os and informed that a medical report or examination is not available. No additional information can be obtained.